Manufacturer narrative:
After use of a 6fr. Exoseal for vascular closure, it was reported that ¿deployment failed after a diagnostic left and right heart catheterization¿. A large hematoma developed requiring manual pressure. A drop in blood pressure occurred while trying to manage the hematoma treated with IV fluid bolus successfully. The patient is (B)(6). A retrograde approach was used for a diagnostic heart cath. This was the first time the physician had used the device and was not certified. The product was properly inspected and prepped and no anomalies were noted. A non cordis sheath was used. Femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no calcium or plaque at the puncture site. There were stents located at the puncture site. There were no stenosis greater than or equal to 50% at or near the puncture site. It was noted that there was some resistance when advancing the exoseal through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The angle of access was between 30 and 45 degrees. No excess force was applied during insertion. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer was locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator and the exoseal and vascular sheath introducer were retracted together until pulsatile flow stopped from the bleed-back indicator. The exoseal and sheath introducer were retracted together until the indicator window changed to solid black color. The deployment button was fully depressed and flushed against the handle. The indicator window was showing solid black at this time. The exoseal and sheath were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button but the plug could not achieve hemostasis. A large hematoma developed requiring manual pressure. A drop in blood pressure occurred while trying to manage the hematoma treated with IV fluid bolus successfully. One non-sterile 6f exoseal was received inside a plastic bag. The deployment lever was depressed .the indicator window was received in black/white and red position. The guard was depressed. The indicator wire was retracted. The plug was not received in the delivery shaft. There were blood residues observed in the returned device. The plunger disc was received aligned to delivery shaft end. Unknown 6f catheter sheath introducer was received with returned device. No other anomalies were observed in the returned device. It was verified that the plunger disc was aligned to the delivery shaft. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. The failure reported by the customer ¿plug inability to achieve hemostasis¿ could not be confirmed since the plunger disc was received aligned to delivery shaft and the plug was not received. The cause of the failure could not be conclusively determined. Based on the information available for review, it not possible to determine what factors may have contributed to the inability to achieve hemostasis by the exoseal. However, the manual pressure applied and the advanced age of the patient may have contributed to the drop in blood pressure experienced while managing the hematoma by the health care provider. Neither the product analysis nor the DHR review suggest that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
During use of a 6fr. Exoseal, it was reported that deployment failed after a diagnostic left and right heart catheterization. A large hematoma developed requiring manual pressure. The patient also had a drop in blood pressure treated with IV fluid bolus. The patient is (B)(6). A retrograde approach was used for a diagnostic heart cath. This was the first time the physician had used the device and was not certified. The product was properly inspected and prepped and no anomalies were noted. A non cordis sheath was used. Femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no calcium or plaque at the puncture site. There were stents located at the puncture site. There were no stenosis greater than or equal to 50% at or near the puncture site. It was noted that there was some resistance when advancing the exoseal through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The angle of access was between 30 and 45 degrees. No excess force was applied during insertion. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer was locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator and the exoseal and vascular sheath introducer were retracted together until pulsatile flow stopped from the bleed-back indicator. The exoseal and sheath introducer were retracted together until the indicator window changed to solid black color.

Manufacturer narrative:
The product was received for evaluation on (B)(4) 2013 however; the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The deployment button was fully depressed and flushed against the handle. The indicator window was showing solid black at this time. The exoseal and sheath were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button but the plug could not achieve hemostasis. A large hematoma developed requiring manual pressure. The patient also had a drop in blood pressure treated with a IV fluid bolus. The drop in blood pressure occurred after the procedure and removal of the exoseal/sheath while trying to manage the hematoma. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.